Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited undersensing which resulted in the detection of pause episodes. It was further reported that the device exhibited "a lot of noise" and interference. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.